Event description:
Complainant alleged that during a routine shift check by a clinician the device would not charge past 200 joules and device starts charging when inappropriate buttons are pressed. Complainant indicated that there was no pt involvement in the reported malfunction.